Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the implanted meter in the lower back under the patient¿s skin never ¿fibrated¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from representative from patient reported that their device never worked. The patient device was indicated for fecal incontinence and gastrointestinal/pelvic floor. There were no further complications reported.